Manufacturer narrative:
D4: unique identifier (UDI) is unknown. Correction information: h6: coding changed, based on the investigation result. Evaluation summary: the same lot#: (1011062), was returned by pentax medical emea. And we inspected it. When the unopened balloon was taken out and inflated with air. It was found, that it inflated distortedly. On the other hand, when another lot at the miyagi factory was inflated, the swelling was normal. However, even if the distorted lot#: (1011062), was filled with more than the specified amount of water, it did not tear. Therefore, the relationship between the distorted swelling and the event of this tear is unknown at this time. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed, the endoscope was manufactured fuji latex on 07-jun-2022 under normal conditions. Passed all required inspections, and was released accordingly. Also, there were no reworks or concessions. And the dates of approval for shipment and actual date shipped were confirmed on 07-jun-2022. Pentax medical has not received any further information for this event. And therefore, considers this medwatch report closed.

Event description:
At (B)(6), a balloon most likely of the lot 101162 tore into 2 pieces during an endoscopy. The detached piece from the distal head had to be extracted from the patient by suction with a flexible endoscope. This event occurred at the time of during use. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Pentax medical received a good faith effort(gfe) response on 02-mar-2023 and the doctor removed all torn pieces from the patient's body. Also, the patient is doing well with no reported no injury. If additional information becomes available, a supplemental report will be filed with the new information.